Event description:
It was reported to philips that the device failed the general system test. There was no patient involvement.

Event description:
It was reported to philips that the device failed the general system test. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty internal memory card. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the internal memory card. The internal memory card was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.